Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on (B)(6) 2022, with lot number 3310069. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening crease smooth on posterior assessed, as fold flaw opening. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. White particles observed, outer the device. Brown particles in the fill channel. Yellow particles inner the device. No further actions are required, as the device was implanted.